Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a v-link standard bore IV catheter extension set had a malformed, oval-shaped collar. While attempting to connect the device to an angiocatheter (non-baxter product), the set¿s male luer was able to be inserted into the angiocatheter but could only be moved forward halfway, preventing a secure connection. This occurred during setup for a patient's therapy. The extension set was then replaced, and therapy was performed without further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. To address this issue, the supplier of the component was notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation against the reported condition. Visual inspection and functional tests were performed, as well as clear passage and a pressure test at 8 psi. The visual inspection confirmed the reported condition; the device failed the functional tests due to a malformed part(part 03-20-02-485). The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.